Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer experienced high blood glucose level. The customer¿s blood glucose value was 500 mg/dl at the time of incident and current blood glucose is unknown. The customer treated with manual injections for high blood glucose. Troubleshooting was done for high blood glucose and no delivery. The customer experienced symptoms were backs hurting, nauseated. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.